Manufacturer narrative:
Continuation of d10: product ID 8731sc, serial# unknown, implanted: unknown, explanted: (B)(6) 2025, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The serial/lot number and implant date of the catheter were unknown. The serial number and implant date of the pump were unknown. The catheter was explanted on (B)(6) 2025. With the new model 8731sc catheter there were no withdrawal symptoms anymore and the patient feels good again. The catheter would not be returned to the manufacturer as it had been discarded by the healthcare provider.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal sufentanil via an implantable pump. It was reported that the patient came with withdrawal symptoms to the doctor and there was no pump alarm. There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included the medication being emptied and looking at what the pump said, it was the right volume inside the pump. Actions/interventions taken included a magnetic resonance imaging (MRI) done with contrast medium control via side port. A leak was found in the catheter. The issue was not resolved at the time of the report. It was stated that the patient would stay in the hospital until monday (B)(6) 2025) when a revision of the catheter would be done.

Manufacturer narrative:
Continuation of d10: product ID: 8731sc: product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.